Event description:
It was reported that the patient presented in clinic experiencing chest pain; a right atrial lead perforation was suspected. A chest echocardiogram confirmed a pericardial effusion. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).